Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7047221.

Event description:
It was reported that the patient was experiencing pain at the back and legs and the discomfort persists after turning off the stimulation. The patient believed that the discomfort was caused by losing weight. The patient was also not getting an adequate stimulation. The patient underwent an explant procedure. The explanted ipg and paddle lead were not returned.